Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings. On investigation, battery compartment cracks were found at the case seal below the grip pad and at the threads above the grip pad. The bolus button cover was observed to be punctured while the button responded properly. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked. This report is made based on the results of investigation completed on (B)(4) 2016.